Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years post initial left tsa, the 62 y/o female patient had a revision due to loose glenoid. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Images received. Sales rep was unable to obtain x-rays. The device is not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to wear and fracture of the center cage. However, the cause of the wear and fracture cannot be confirmed from the information provided but may include an insufficient bond between the glenoid component and the bone leading to aseptic (non-infected) loosening, incomplete seating of the implant and/or improper glenoid preparation leading to a rocking horse effect, and/or the inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.